Manufacturer narrative:
One used. List #mc33129 was returned for evaluation. As received the shuntless was observed to be separated from the tube and an irregular tear was observed on the tube. However, inside the shuntless a piece of the cut tube was confirmed. No additional damage or anomalies were observed. Complaint of separation can be confirmed based. The probable cause is typical due to unintentional pulling force during use. A device history lot review could not be conducted because no lot number(s) was/were identified. Correction in d4: only di provided as lot number is unknown. D9: device returned to manufacturer on 5/31/2024.

Event description:
The event involved a 4" (10 cm) smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer where it was reported from neonatal intensive care / pediatrics unit (nicu/peds), that a patient¿s intravenous (IV) line broke off at site level of bifuse. Line immediately clamped and bifuse was changed. There was no blood loss that occurred since the clave remained in place and intact. The device separated between the clave and tubing. Bifuse was saved and new clave in place. The central line remained in place throughout. There was patient involved, no human harm and no medical intervention provided.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter facility name: (B)(6) hospital.